Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
An account manager reported that on an unspecified date, an a1059 mayfield modified skull clamp was received from repair. It was sent because the locking mechanism was loose and it did not close tightly. It was inspected again by the account manager and a doctor but still it was loose. Additional information was received on 11jun2018 indicating that the device was not in contact with patient. There was no patient prepped for surgery and there was no surgery delay.

Manufacturer narrative:
The product was returned for evaluation. Initially, the reported product was a1059 but the product received for evaluation was a2009. The device history record for a2009 review was done and build records were found to be satisfactory. The reported complaint was confirmed. The unit was received with the upper and lower handles that are out of adjustment. Both shock cushions are worn and needed to be replaced. It was also received with std. Adaptor and not the tri-star adaptor. General maintenance and cleaning required.

Event description:
N/a.